Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently passed away due to cancer. The physician contacted boston scientific technical services (ts) regarding multiple alerts from the device prior to the death. There had been an abrupt increase in the right ventricular (rv), left ventricular (lv), and right atrial (ra) pacing lead measurements to out-of-range values (great than 3,000 ohms). Additionally, the shock impedance measurements were also out-of-range (greater than 200 ohms). At this time, the crt-d remains implanted.